Manufacturer narrative:
The manufacture date and expiration date of the product are not available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419678 lead, implanted: (B)(6) 2014, c4tr01 ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead displayed a steady rise in thresholds and thresholds were high. In addition there was pocket inflammation and tenderness. An infection was suspected. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.